Event description:
Reporter alleged obtaining a discrepant blood glucose result of hi (greater than 600 mg/dl) back to back with a result of 100 mg/dl on a pt using the inform system when testing was performed within 10 minutes. Reporter stated that the pt was not treated based on the result of 100 mg/dl. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter did not believe any strips were left and, so no product will be returned for eval.